Event description:
The customer reported continuing issues with the physician's hand being present in the image upon termination of the exposure. This event may have resulted in an accidental radiation occurrence. There is no report of a death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site evaluation and investigation and reported that the system was operating as intended with no errors. The fse discussed with the customer how to properly utilize the system so that the physician's hands were not entering the beam prematurely and therefore being present in the images. There is no evidence of a system malfunction. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.